Manufacturer narrative:
The exact date of event is unknown, only (B)(6) 2016 was provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported a total of seven suction losses during raster pattern-suction ring assembly issues with intralase patient interface (pi) after the patients were applanated and after the laser fired. The procedures were completed successfully using new suction rings. It was noted that six flap/ring procedures were lost. There were no patient injuries reported and no surgical interventions were required. This report is six (6) of seven.